Manufacturer narrative:
Complained product will not be not available.

Event description:
Caught my tongue [tongue injury]. Brush head came off - oral-b [device breakage]. Case narrative: consumer via phone reported that the oral-b toothbrush head came off while they were using it and it caught their tongue. No serious injury was reported.